Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased neutrophil results generated on the alinity hq processing module for two samples. The following results were provided: (B)(6) 2024 sid (B)(6) initial result = .001 10e9/l (hq00634), repeat results 1.26 10e9/l (hq00633), 1.34 10e9/l (hq00633), 1.19 10e9/l (hq00634) (B)(6) 2024 sid 4376375691 initial result = 0.003 10e9/l (hq00634), repeat results 6.03 10e9/l (hq00633), 5.95 10e9/l (hq00634) no impact to patient management was reported.

Manufacturer narrative:
Correction in section d2b - procode. Review of the alinity hq processing module data and scattergram images from the result reports and fcs files confirmed the initial dss mean reading was higher than expected (between 15338 and 16787), for a normal sample (with mean 11584 +/-10%), resulting in the neu population being completely shifted into the eos region or on the boundary between eos and neu. Review of the service history found one incident for the same complaint issue; however, no related trends were identified. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. Review of the device history review did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity hq processing module for serial (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased neutrophil results generated on the alinity hq processing module for two samples. The following results were provided: on (B)(6) 2024 sid (B)(6) initial result = .001 10e9/l ((B)(6)), repeat results 1.26 10e9/l ((B)(6)), 1.34 10e9/l ((B)(6)), 1.19 10e9/l ((B)(6)). On (B)(6) 2024 sid (B)(6) initial result = 0.003 10e9/l ((B)(6)), repeat results 6.03 10e9/l ((B)(6)), 5.95 10e9/l ((B)(6)). No impact to patient management was reported.